Manufacturer narrative:
(B)(4). The customer returned one peel-away with dilator assembly for analysis. No obvious signs of use were observed inside the sheath extrusion. Visual analysis revealed that the distal end of the sheath tip was folded inward and damaged. The peel-away sheath was also cross-sectioned, and no obvious defects were observed. No defects were observed with the dilator. The sheath length from the tabs to the tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter measured 0.096", which is within the specification limits of 0.094"-0.099" per the peel-away extrusion product drawing. The sheath inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The sheath was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow. Holding sheath in place, remove guidewire and dilator as a unit." The dilator was removed and reinserted back into the sheath. The dilator was able to pass through the sheath tip with little to no resistance. The dilator hub was additionally able to lock into the sheath hub as intended. Manufacturing was consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and relevant findings were identified. There were no findings for the relevant batches associated with this complaint. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The IFU also states, "do not use excessive force when introducing guidewire, peel away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding". The report of a peel-away tip damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged/deformed. Despite the damage, the sheath met all relevant dimensional and functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user, therefore, the root cause could not be confirmed. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the peelaway bullnosed on insertion. The patient did not have tough skin, no skin nick was made, and no undue pressure was applied. Another peelaway was used to complete the procedure without incident. The patient had no harm or injury.

Event description:
It was reported that the peelaway bullnosed on insertion. The patient did not have tough skin, no skin nick was made, and no undue pressure was applied. Another peelaway was used to complete the procedure without incident. The patient had no harm or injury.

Manufacturer narrative:
(B)(4).